Event description:
It was reported that the keypad is responding intermittently over the past 6 months. The pt reports he does get the pump wet and there is no damage to the keypad.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up-arrow keypad button did not activate desired pump function during testing. There was evidence of keypad adhesive found under the up-arrow key contact.